Manufacturer narrative:
A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The product was assembled and inspected according to the specifications. Current production was verified to identify any issues that could lead to the reported defect, and no issues were found. The sample was not returned for evaluation, therefore, the complaint could not be confirmed. If the sample is received, a follow-up report will be submitted with the investigation results.

Event description:
The complaint is reported as: the nebulizer leaked during use. There was no report of patient injury.